Manufacturer narrative:
On (B)(6) 2014, a medtronic representative went to the site to test the system. The outer insulation sheath of the umbilical cable was pulled back at point where cable is routed to mobile view station (mvs). No exposed metal conductive material. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable assembly was returned to the manufacturer for analysis, and a mechanical failure mode was confirmed during testing. The outer insulation sheath was pulled back exposing internal wires. Electrically, the cable was fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was not taking a 3d spin. This was the third spin in the case, and the first two worked successfully. The pendant also flashed between 2d and standalone mode. They were able to re-seat the umbilical cable and reboot the system, which resolved the issue. This caused about ten minutes of delay to therapy. There was no impact on patient outcome.